Event description:
Boston scientific rec'd info that the pt with this lead presented to the emergency room about two months post implant with right ventricular (rv) loss of capture and underlying heart block. The rv threshold measurement in the emergency room was 4.5v at 0.5ms and the ventricular output was programmed to 3.5v at 0.5ms. The output was programmed to the maximum until the lead revision procedure was performed. During the procedure, this rv lead was abandoned surgically and replaced with a new lead. The physician suspected that the cause of the loss of capture was due to exit block as the impedance and sensing measurements were normal. No other adverse pt effects were reported. A new lead was successfully implanted. The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further info concerning this report is expected, our investigation is completed. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.